Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The device was re-positioned under a general anaesthetic on (B)(6) 2021. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on may 8, 2023.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number (B)(4).